Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe did not cut the vitreous body properly during the vitrectomy surgery. It was noted that there was obvious pulling on the retina, but no adverse events occurred. The procedure was completed on the same day by replacing it with the same model product. There was no patient impact.